Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent post-paced t-wave oversensing was observed when the patient presented in clinic. Programming changes were recommended and will be made during next follow-up.